Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) advancer tube did not come down during deployment. Hemostasis was achieved by manual compression for 30 minutes or less. There was no patient injury reported. The patient was not hospitalized nor was the patient¿s hospitalization extended. Patient¿s outcome was recovered. The product was stored, handled, and prepped according the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The vessel type was femoral arterial, and the size was 6mm. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was medium. The deployer was trained to mynxgrip. There was a pre-procedure femoral angiogram performed. A non-cordis 6f sheath introducer was used for the procedure. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. The advancer tube was engaged or visible. There was no unusual force applied while shutting down/retracting. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was exposed outside the shuttle tube with no evidence of blood which likely indicates device was never inserted into a procedural sheath (sealant was not deployed). The advancer tube remained in manufactured position. The condition of the returned device indicates that the shuttle may have been detached from the black handle which resulted in the sealant being deployed prematurely. The shuttle cartridge and the handle engagement were inspected for anomalies that may have caused the displacement. No anomalies were observed. The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). Shuttle down procedure simulated and advancer tube was properly engaged to the tamp lock as intended during investigation. A product history record (phr) review of lot f1910501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ was not confirmed since the sealant sleeve was still in the manufactured position and the device had no exposure to blood, which indicates the shuttle was not inserted into the sheath. The cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported since the device did not match the reported event (sealant sleeve was still in manufactured position/no blood exposure). However, it is unknown if the device was manipulated after use, and procedural/handling factors may have contributed to the issue reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) advancer tube did not come down during deployment. Hemostasis was achieved by manual compression for 30 minutes or less. There was no patient injury reported. The patient was not hospitalized nor was the patient¿s hospitalization extended. Patient¿s outcome was recovered. The product was stored, handled, and prepped according the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The vessel type was femoral arterial, and the size was 6mm. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was medium. The deployer was trained to mynxgrip. There was a pre-procedure femoral angiogram performed. A non-cordis 6f sheath introducer was used for the procedure. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. The advancer tube was engaged or visible. There was no unusual force applied while shutting down/retracting. The device is expected to be returned for analysis.